Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ligation papers allege the patient suffered serious bodily injuries including pain and suffering as a direct and proximate result of the depuy pinnacle bilateral hip replacements implanted on or about (B)(6) 2004. Update ad 25 apr 2018: (B)(4) has been reopened under (B)(4) due to receipt of ppf record. In addition in what was previous alleged. Ppf alleged high metal ions. Added unknown stem due to alleged high metal ions. Doi: (B)(6) 2007 - dor: none reported (left hip). Patient is a resident of (B)(6).